Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2017 when the explant occurred. Block d6: explant date: (B)(6) 2017. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-70 serial number: (B)(6). Batch/lot number: 16432107 model/catalog description: linear st lead kit 70 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-70 serial number: (B)(6). Batch/lot number: 2000004574 model/catalog description: linear st lead kit 70 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-3138-35 serial number: (B)(6). Batch/lot number: 16515396 model/catalog description: lead extension kit 35cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-3138-35 serial number: (B)(6). Batch/lot number: 16515396 model/catalog description: lead extension kit 35cm unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient experienced pain at the pocket site and was not using the spinal cord stimulator (scs) device. The patient underwent an scs system explant procedure. No further information could be obtained.